Manufacturer narrative:
The insulin pump alarmed motor error due to corrosion on the motor home switch. The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.

Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.